Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia and vaginal infection had resolved. The reporter considered abdominal pain, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed and vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed, psych injury, migration, vaginal infection were added. Outcome for events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed, vaginal infection were resolved. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), menorrhagia ('menorrhagia (heavy menstrual bleeding)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. Concurrent conditions included irregular menstrual cycle and uterine leiomyoma. Concomitant products included nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric condition: depression"), attention deficit/hyperactivity disorder ("psychological or psychiatric condition: adhd"), anxiety ("mental anguish") and back pain ("lower back pain"). The patient was treated with ablation and surgery (ablation and hysterectomy (full) salpingectomy (bilateral), oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, vaginal haemorrhage, psychological trauma, depression, attention deficit/hyperactivity disorder and anxiety outcome was unknown, the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain and vaginal infection had resolved and the back pain was resolving. The reporter considered abdominal pain, anxiety, attention deficit/hyperactivity disorder, back pain, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleed and vaginal infection. Discrepancy noted in insertion date- (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Imaging procedure - on (B)(6) 2010: bilateral occlusion. Pathology test - on (B)(6) 2014: diagnosis "uterus, cervix, bilateral fallopian tubes and ovaries": adenomyosis intramural uterine leiomyoma late secretory endometrium cystic dilatation on endocervical glands with chronic endo- and ectocervicitis hemorrhagic corpus luteal cyst of both ovaries multiple benign follicular cysts of the ovarian cortex, bilateral tubal endosalpingosis, right fallopian tube specimen source a uterus ,bilateral tubes and ovaries. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-sep-2019: f/u 3 and f/u 4 processed together.new pfs and mr received- new events added: psychological or psychiatric condition: depression, adhd and mental anguish, abnormal bleeding(vaginal), lower back pain.outcome of event lower back a[pin from unknown to recovering/resolving was updated.reporters information and concomitant conditions were added. On 26-sep-2019: f/u 3 and f/u 4 processed together. New pfs received- concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.